Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an unspecified interventional procedure reportedly, the prostyle suture did not capture the vessel and came out with the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a sheath size greater than 10f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.